Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue was logged in the device¿s memory. The event code was cleared from the memory of the device and thereafter did not return. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.